Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a decrease in pacing impedances. At this time values are low, out of range. There were no noise events recorded, and shock impedance is stable with within expected values. Checking thresholds and continue monitoring was recommended. The rv lead as been explanted, replaced for a new one and expected to be returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a decrease in pacing impedances. At this time values are low, out of range. There were no noise events recorded, and shock impedance is stable with within expected values. Checking thresholds and continue monitoring was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.